Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with an adjustable pressure shunt on (B)(6) 2021 due to hydrocephalus. From early (B)(6) 2021, the patient developed dizziness and vomiting, and was rushed to the hospital for hospitalization; however, did not improve significantly. The doctor stated that the patient needed to be adjusted urgently. Currently, the patient was still suffering from dizziness and vomiting while being hospitalized.